Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 69 mg/dl at the end of call. Trouble shooting was performed and found customer need to review steps to connecting sensor. During the call the customer experienced a low blood glucose of 52 mg/dl and declined to trouble shoot for it. Customer treated by drinking glucose. The sensor will not be returned for analysis.